Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. The patient¿s leakage returned four days prior to call, along with the stimulation loss. The patient was on program one at 5.8v and stimulation was confirmed on. Increasing to 6.0 v did not result in stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: 2014-(B)(6), product type: programmer, patient. Product ID: 3889-28, lot# va0mmjh, implanted: 2014-(B)(6), product type: lead. (B)(4).